Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the internal fiber cable and patient side cart (psc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc ccc was analyzed and the customer reported complaint was confirmed but not replicated. In lighthouse, error 31089 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected, all values were within expectation. Then ten power cycles were performed, the ccc left in the golden system to idle for 1 hour with no issues found. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) to report they encountered non-recoverable errors. Tse confirmed communication issues through a review of the logs. Tse had the customer troubleshoot, but the customer encountered the issue again. Tse had the customer disconnect the surgeon side console (ssc) 1, followed by disconnecting ssc 2 and reconnecting them back. Tse had the customer change the ports on the tower for ssc 1, but the issue recurs. The procedure was converted to laparoscopic surgery with no reported injury.